Manufacturer narrative:
Image review: post-op x-rays at an undetermined time from initial implant show long segment hole and rod construct for thoraco lumbar fusion. There is a fracture of the rod at the transition, probably as a result of failure of fusion. There is straightening of the thoracic lordosis. It is not possible to judge sagittal balance on the provided image. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery. Post-op, the patient complained of pain and it was confirmed through radiography that the rod parts have been broken and thus a revision surgery was performed to replace the rod. The patient was in a good condition after the revision.